Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer did not print. It was indicated that the programmer was not set up to print initial interrogation reports. It was also indicated that the stylus did not work intermittently. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message indicating that a session report from an insertable cardiac monitor (icm) was generating, but after more than an hour the report did not print. The stored data from the icm was transferred to another programmer and the report printed without issue. The programmer was returned for service. There was no patient involvement.